Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. For the reported luer lok snapped off, a review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that when connecting bd plastipak¿ luer-lok¿ syringe, the luer lock snapped off. The following information was provided by the initial reporter: directly copied from customers email description: a few weeks prior to the above incident, when connected to a patients permacath and drawing blood with a 10ml luer lock syringe, blood began running down the side of the syringe beneath the plunger (as though leaking through). This happened more than once (no lot information for this particular event).